Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had under delivering. The blood glucose level was 215 mg/dl at the time of incident. The current blood glucose was unknown. Customer stated that the drive support cap was normal. Customer stated that the insulin pump had motor error alarm. Insulin pump had no delivery alarm. Insulin pump had no delivery alarm. Customer stated that the insulin pump had battery out oimit alarm. Customer stated that the insulin pump had unexpected restart alarm. Customer was assisted with troubleshoot for unexpected restart alarm and alarm recurred. Customer alleging the bolus amounts do not match what was programmed. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08730 inches. No possible over/under delivery anomaly noted. No motor error alarm, low reservoir alarm, unexpected restart, batt out limit alarms or unexpected no delivery alarm noted during testing. The motor was tested outside the device and passed.